Event description:
It was reported that the longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) was questioned. The device was beeping, and a battery depletion (bd) error was noted. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) discussed the recommended replacement interval. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) was questioned. The device was beeping, and a battery depletion (bd) error was noted. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) discussed the recommended replacement interval. No adverse patient effects were reported. The device remains in service. Additional information received reported that the device was later explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.